Event description:
Pt reported pump alarming for blockage (s/n (B)(4)). Back up pump lost programming (s/n (B)(4)). Current pump rate is 0.02 ml/hr. Patient was advised to try changing tubing. Patient understands if neither works the next step is for patient to go to the hospital while replacement pumps get sent. Pt reload cartridge, reprimed, but then pt pressed ok and pump running fine. (Most likely tubing got kinked while driving). No replacement pump needed pt off remodulin maybe 5-10 minutes no adverse event. Patient stated changing tubing and site resolved the issues, no harm to patient, no changes in breathing. Patient will still receive two replacements. Patient verbally understand with no further questions or concerns. No further information available or dates are known or were reported. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have a backup product they were able to switch to? Yes. But lost programming was the patient able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.